Event description:
It was reported that during a routine follow-up visit, thresholds rose since the last visit. It was also reported that ventricular capture management adjusted the device output due to the elevated thresholds. It was noted that the physician thought the rise in thresholds was due to side effects from medications the patient's dentist prescribed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.